Manufacturer narrative:
The issue was resolved by confirming that the device was functioning properly. Corrected manufacturing date in section h4.

Event description:
It is alleged that during cooling therapy, the patients temperature overshot the desired temperature and was unable to warm the patient back to the target temperature. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It is alleged that during cooling therapy, the patients temperature overshot the desired temperature and was unable to warm the patient back to the target temperature. No adverse consequence or clinically relevant delay in treatment was reported.